Event description:
Additional information was received indicating the physician suspected the syncope was vasovagal related. The physician did not consider the performance of the device to have caused nor contributed to the event. There is no allegation on the device.

Event description:
It was reported that the patient experienced syncope. The physician suspected the syncope was due to a pacing anomaly on the device, however, session records were reviewed by the clinic and no anomalies were noted. Abbott technical support was contacted, session records from prior to the event were reviewed and no anomalies were noted. The patient was admitted to the hospital. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.